Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased clinical chemistry creatine kinase assay results while using the architect c4000 analyzer. The customer provided the following results (u/l) for one patient: on (B)(6) 2017 an initial result (generated on another analyzer): 21867.8, retest 375.7. A performance test was also completed using a known high specimen (18316.2) which was retested as 402.7. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical product was incorrectly entered in initial submission. Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service engineer (fse) investigated the issue on site and determined the cause was the water flow to the wash cup as not washing with the full amount of water. The fse resolved the issue by adjusting the water pressure for the wash cup. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.